Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. B09707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, nausea, upper abdominal pain, fatigue, back pain, urinary tract infection, chest wall pain, diarrhea, dizzy and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain lower"), 2 months 25 days after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((hysterectomy. (Full),salpingectomy. (Bilateral))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage and alopecia had resolved and the dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Received treatment for: dysmenorrhea (cramping), abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jun-2020: mr received: lot number was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, nausea, upper abdominal pain, fatigue, back pain, urinary tract infection, chest wall pain, diarrhea, dizzy and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain lower"), 2 months 25 days after insertion of essure. On (B)(6)2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((hysterectomy. (Full),salpingectomy. (Bilateral))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage and alopecia had resolved and the dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Received treatment for: dysmenorrhea (cramping), abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Outcome events pelvic pain, hair loss, menorrhagia (heavy menstrual bleeding), abdominal pain changed from ¿unknown¿ to ¿recovered/resolved'". Events:abnormal bleeding vaginal, vaginal discharge, fatigue, abdominal pain lower were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. B09707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, nausea, upper abdominal pain, fatigue, back pain, urinary tract infection, chest wall pain, diarrhea, dizzy and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("abdominal pain lower"), 2 months 25 days after insertion of essure. On (B)(6)2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((hysterectomy. (Full),salpingectomy. (Bilateral))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage and alopecia had resolved and the dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Received treatment for: dysmenorrhea (cramping), abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((hysterectomy. (Full),salpingectomy. (Bilateral))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Received treatment for: dysmenorrhea (cramping), abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: dysmenorrhea (cramping), abdominal pain, menorrhagia were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.